Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has an irritation area on his back. The irritation was described as itchy. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. Patient was seen by a physician who advised to remove the device if the itching was unbearable. Follow up outcome was unknown. It is unknown if the patient has any allergies. The patient ended use of the equipment.